Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided with this report. No damage found in the keypad assembly noted. Also no unlocked lcd keypad connector during visual inspection.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window, a missing end cap sticker, cracked battery tube threads and a glue substance on the case.

Event description:
It was reported that the customer's insulin pump is in a different language. It was also reported that the customer is unable to scroll. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.